Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. The e227 error message occurred. Additionally, the error messages e218 and b31 also occurred. The bending section cover, operation part, grip, right/left plate, black cover, switch three (3), universal cord, and light guide cover glass were scratched due to external factors. The bending section cover adhesive was missing. The angle fixing part of the operation part was loose. The video connector was broken due to an external factor. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The watertightness of the light guide connector was not maintained due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope presented an e227 scope communication error message. No patient harm reported.